Event description:
Customer reportedly received results of 131 mg/dl and 351 mg/dl within 10 minutes on the advantage system (meter, strip lot number 549605, expiration date 04/30/2008). No high blood symptoms reported. No action was taken based on device results. Customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect products are the comfort curve test strips.